Manufacturer narrative:
D.4. Medical device expiration date: unknown. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leakage occurred on bd facscanto ii cytometer 4/2 system ivd and caused erroneous patient sample results. No patient treatment delay was reported. The following information was provided by the initial reporter: liquid leakage in hydraulic system. Are there erroneous on patient samples from diagnostic test? Yes.

Manufacturer narrative:
This correction report is being sent to correct the previously submitted report 2916837-2024-00010 for the following fields: type of reportable events: malfunction.

Event description:
It was reported that liquid leakage occurred on bd facscanto ii cytometer 4/2 system ivd and caused erroneous patient sample results. No patient treatment delay was reported. The following information was provided by the initial reporter: liquid leakage in hydraulic system. Are there erroneous on patient samples from diagnostic test? Yes.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2024-00010 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that liquid leakage occurred on bd facscanto ii cytometer 4/2 system ivd and caused erroneous patient sample results. No patient treatment delay was reported. The following information was provided by the initial reporter: liquid leakage in hydraulic system are there erroneous on patient samples from diagnostic test? Yes